Event description:
It was reported by the physician that upon aspiration, he noticed air being sucked through the needle hub. As a result, another kit was opened and used without incident. There were no pt complications reported.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.